Event description:
Hold it 6.9.23

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found damaged before use. The following has been provided by the initial reporter: it was reported that insulin leaked out from needle from the syringe as customer was trying to fill insulin into cartridge and the syringe/needle/cart looked heated up. Description of issue: customer reported insulin leaked out from needle from syringe as customer was trying to fill insulin into cartridge. Number of occurrences: 1. Customer reported replaced and used a new needle and used same syringe to fill insulin into cartridge. Customer complaint upon packaging of syringe/needle/cart that looks "heated up." Complaint 2 of 2.